Manufacturer narrative:
The tip breaking (ceramic) condition was not confirmed on the returned unit. The ceramic on the returned unit is not broken. After further discussion with the stryker rep it was confirmed that what they thought was a missing piece of ceramic is the glue that is placed on top of the electrode. The returned unit is missing the glue on the top of the electrode. During use, while the probe is cutting or coagulating tissue, the glue will disintegrate. In sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that a piece of the ceramic tip was broken off.

Event description:
It was reported that a piece of the ceramic tip was broken off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.